Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. They treated with the insulin pump. Their current blood glucose was 360 mg/dl. The customer was currently in the hospital at the time of the call. They had an open-heart surgery. Troubleshooting was performed on the insulin pump and insulin exited without incident. The customer declined to complete troubleshooting. The device will not be returned for analysis.